Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) level, however no specific bg value was provided. The customer reported bg level has been addressed and declined to troubleshoot.